Event description:
It was reported that during an unknown procedure, the device did not fire on the second use. It refused to close again. Could not remove from the trocar. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information was requested and the following was unavailable: could you find out how they got the device out, if it would not pass through the trocar? Was the procedure changed? Was the trocar removed, etc.? I have no further info at this time. The analysis found that one ec60a device was returned with the clamping mechanism damaged and with an ecr60w cartridge loaded on the device fully fired and in good visual conditions. No functional test could be performed due to the condition of the device. However, the device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.